Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported while testing the heart lung console, the system would not operate on ac power. The user verified the ac outlet was a known good ac power source, and powered cycled the heart lung console. The system then powered up on battery power. An alternate device was employed for the procedure. The user reported there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.